Manufacturer narrative:
Device evaluated by MFR: the v.a.c.® granufoam¿ dressing dentifer was not provided and was discarded. Therefore, a device evaluation and a device history review could not be performed. Based on the information provided, it cannot be determined that the alleged infection and necrosis are related to the v.a.c.® granufoam¿ dressing. The patient's wound was not cultured throughout the duration of wound care; therefore, it is unknown if an infection was present prior to initiating v.a.c.® therapy. The patient was reportedly discharged the same day and was placed on an alternate dressing regimen with outpatient care. The nurses also reported that it was the application of the dressing that was at fault and not the product. This event is being reported as a possible use error as the v.a.c.® granufoam¿ dressing was not applied according to manufacturer's recommendations. Device labeling, available in print states: sensat.r.a.c.¿ pad application: choose pad application site. Give particular consideration to fluid flow, tubing positioning to allow for optimal flow, and avoid placement over bony prominences or within creases in the tissue. Pinch drape and cut a 2.5 cm hole through the drape (not a slit). The hole should be large enough to allow for removal of fluid and / or exudate. It is not necessary to cut into the foam. Note: cut a hole rather than a slit, as a slit may self-seal during therapy. Apply pad, which has a central disc and a surrounding outer adhesive skirt. Remove both backing layers 1 and 2 to expose adhesive. Place pad opening in central disc directly over hole in drape. Apply gentle pressure on the central disc and outer skirt to ensure complete adhesion of the pad. Pull back on blue tab to remove pad stabilization layer. Note: to prevent periwound maceration with wounds that are smaller than the central disc of the pad, it is very important that the central disc lay on top of foam only. It may be necessary to augment the v.a.c.® dressing that is in the wound with an additional piece of v.a.c.® foam cut 1 - 2 cm larger than the diameter of the central disc. If this is used, please ensure the periwound skin is protected prior to foam augmentation. Precautions: protect periwound skin: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On (B)(6) 2021, the following information was provided to kci by the nurse: on (B)(6) 2021, the activ.a.c.¿ therapy system and v.a.c.® granufoam¿ dressing were initially applied to the patient's post dehisced abdominal wound. Over the weekend, the patient presented to the hospital due to the activ.a.c.¿ therapy system allegedly exhibiting an alarm condition, a new wound odor was observed, and the activ.a.c.¿ canister needed to be changed. The surgical assessment unit observed the patient and changed the patient's v.a.c.® dressing and activ.a.c.¿ canister. On (B)(6) 2021, the v.a.c.® granufoam¿ dressing was observed by the nurse who reported the t.r.a.c. Pad was placed on the patient's skin on the side of the foam and the foam was placed directly onto the patient's skin. Fluid was reportedly pooled at the bottom of the dressing and the foam was not compressed down. Upon arrival, the activ.a.c.¿ therapy system was allegedly alarming canister full and an odor was observed from the patient's exudate. Three small areas were identified towards the bottom of the patient's wound that appeared necrotic and black and the wound presented with a strong odor. The physician requested further investigation of the odor and to determine if any fistula was present, and the patient was placed on an alternate dressing regimen. On (B)(6) 2021, the following information was provided to kci by the nurse and lead nurse: the nurses confirmed it was the application of the v.a.c.® granufoam¿ dressing that was at fault and not the product. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient was discharged the same day, with no medical or surgical intervention reported. On (B)(6) 2021, the patient's wound culture results confirmed a staphylococcus infection. There was no mention of fistula and device identifiers were not available. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient had been using conventional dressings for a significant amount of time. The odor was new but was reportedly not considered to be caused by the v.a.c.® granufoam¿ dressing. The patient's wound was not being cultured during the duration of the wound care; therefore, it could not be confirmed if an infection was or was not present in the wound at any time post-surgery. On (B)(6) 2021, the v.a.c.® granufoam¿ dressing was changed with no odor present. The odor allegedly occurred over the weekend when the patient was observed in the hospital. The patient was reportedly discharged the same day with outpatient care. The nurse noted that this time scale does not support that any surgical intervention was performed. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient was treated with antibiotic therapy. The wound was not previously cultured as it was not deemed necessary. The kci representative was contacted to assess the wound due to large amounts of exudate already present in the wound. The wound looked better three days later. No admission or surgery and the wound continues with an alternate dressing. The activ.a.c.¿ therapy system serial number and the v.a.c.® granufoam¿ dressing lot number were not provided and the products were not returned; therefore, a device evaluation and a device history review could not be performed.